Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that no reading occurred. The sensor was inserted into the arm on (B)(6) 2024. Per documentation, the patient did not recall details of issue. The patient stated that his continuous glucose monitor (cgm) lost readings in the middle of the night around 1:30 am. This happened when they were sleeping and only became aware after hearing the alert from their smart phone. The patient reported hypoglycemic shock and the cgm was showing an error "no readings." The patient reportedly checked the blood glucose; however, the value was not documented. The patient's spouse provided carbohydrates, and the patient recovered after treatment. There was no documentation of further medical evaluation or intervention. The patient was feeling fine at the time of the report. Data was provided for investigation. The allegation was not confirmed via data. However, it was found that no readings/ sensor error/ brief sensor issue under an hour occurred. The probable cause could not be determined. No additional patient or event information is available.